Event description:
It was reported that a novum iq large volume pump had improper flow. The device was programmed to deliver 10% dextrose (d10) bolus as a secondary infusion. However, both primary and secondary tubing were dripping. This occurred during patient infusion. The nurse changed the secondary bolus to "basic" which corrected to only infusing as a secondary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h6 (update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.